Event description:
It was reported that this pacemaker was an attempted implant due to an unknown product performance issue. A new pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker was an attempted implant due to observed noisy signals when connecting the right atrial (ra) lead. The ra lead was removed, reconnected, it was confirmed the lead had past the connector block and still noise persisted. When the lead was tested at the pacing system analyzer, it looked fine. The medical doctor elected to put the ra lead into the right ventricular lead port and looked good. It was then thought to be the header of the device. New device was given and ra lead noise was still present. The ra lead was removed and new leadwas implanted in a slightly different location without issue. The noise was behaving like air according to the field representative but would not go away. Impedance measurements were in range. A new pacemaker was implanted. The device has been returned for analysis. No adverse patient effects were reported. This supplemental report is being filed as coding was updated.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker was an attempted implant due to observed noisy signals when connecting the right atrial (ra) lead. The ra lead was removed, reconnected, it was confirmed the lead had past the connector block and still noise persisted. When the lead was tested at the pacing system analyzer, it looked fine. The medical doctor elected to put the ra lead into the right ventricular lead port and looked good. It was then thought to be the header of the device. New device was given and ra lead noise was still present. The ra lead was removed and new fineline was implanted in a slightly different location without issue. The noise was behaving like air according to the field representative but would not go away. Impedance measurements were in range. A new pacemaker was implanted. The device has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was an attempted implant due to observed noisy signals when connecting the right atrial (ra) lead. The ra lead was removed, reconnected, it was confirmed the lead had past the connector block and still noise persisted. When the lead was tested at the pacing system analyzer, it looked fine. The medical doctor elected to put the ra lead into the right ventricular lead port and looked good. It was then thought to be the header of the device. New device was given and ra lead noise was still present. The ra lead was removed and new lead was implanted in a slightly different location without issue. The noise was behaving like air according to the field representative but would not go away. Impedance measurements were in range. A new pacemaker was implanted. The device has been returned for analysis. No adverse patient effects were reported.this supplemental report is being filed as coding was updated.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.